Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold output due to implant site injury. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.